Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was oversensing signals from the patient's lvad when the patient presented for a routine interrogation. Programming changes were made.